Event description:
Electrode was returned to MFR with the tip missing. The hospital did not respond to a query if this occurred during a procedure. If it did, the procedure may have been delayed to retrieve the tip.